Manufacturer narrative:
(B)(4). This report is for one of two product issues with the same patient. The other event has been reported under MDR # 1036844-2016-00094.

Event description:
It was reported that the color-coded luer hub cracked during use.

Manufacturer narrative:
(B)(4). This report is for one of two product issues with the same patient. The other event has been reported under MDR# 1036844-2016-00094. Device evaluation: the report of a crack in a luer connector was confirmed through microscopic examination of the returned sample. Returned was one cannon ii plus connector assembly. Visual examination revealed the catheter connector assembly exhibited significant signs of use and has a cracked blue luer hub. Microscopic examination revealed one crack in the blue luer hub that extended from the top edge of the luer down the body. A device history record review did not reveal any manufacturing related issues. The IFU for this product warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean the catheter and that solution should be completely dry before applying an occlusive dressing. Based on the signs of use observed on the returned sample and the reported information that the crack occurred during use, operational context caused or contributed to this complaint. No further actions will be taken.